Event description:
The customer stated that when a patient got up out of bed, the alarm did not sound and the patient fell. The patient did not have any injuries from the fall. The alarm was being used with a bed sensor but the sensor was thrown away after the incident. When the reporter received the alarm the batteries had been removed so they were not able to test the alarm and they didn't know if the facility had used the nurse call with the bed sensor on this patient.

Manufacturer narrative:
(Other) - the product has been requested to be returned but has not been received. Note: the instructions for use has a warning statement: do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).